Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 29 mg/dl. The customer was treated with food for their blood glucose. The customer's husband also stated the customer was having issues with their sensor and transmitter. Customer's blood glucose was 134 mg/dl at the time of the call. No additional information provided.